Manufacturer narrative:
Section a1-a4: there was no patient involved manufacturer's investigation conclusion: the reported event of the pressure monitoring system for the centrimag console not functioning was not confirmed. The returned centrimag console (serial number: (B)(6)) was evaluated by service depot alongside known working test centrimag equipment. The console was connected to a mock circulatory loop, and the unit operated the system for several days without any issues or atypical alarms produced. The unit was disassembled to inspect the internal components and no issues were observed. A full functional checkout was performed, and the unit passed all steps of testing. The serviced and tested unit was returned to the customer site after passing all tests per procedure. A log file was downloaded from the returned centrimag console and data from the date of 29dec2025 was reviewed. The data in the log file did not indicate any issues with the centrimag console. No issues were observed with the pressure readings, and no atypical alarms were observed. The system was observed to have been manually shutdown on 29dec2025 at 19:19:20. The root cause of the reported event could not be conclusively determined through this analysis. The current revision of the operating manual and the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including pressure related alarms, and the appropriate actions to take if the issue does not resolve. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cmag console was exchanged during setup to address the pressure monitoring not working properly. The console was swapped out before initiating support. The patient was not affected.

Manufacturer narrative:
No further information was provided. A follow-up report will be submitted once the manufacturer's investigation is complete.